Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. The recharger cable insulation was peeling away at the donut end and wires were exposed. The following recharger failure was also seen: no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6), product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported patient was having trouble connecting and keeping a charge on their implant. The issue began a while ago. Patient noticed that last night the recharger got so hot that the rubber melted the plastic and the cord that went into the paddle was bare. Patient denied burn marks. Implant was taking long to charge. Agent sent email to repair to replace the recharger.